Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 18th february, 2021 getinge became aware of an issue with hled surgical light. As it was stated, the handle interface ring was broken. According to the photographic evidence, the particle was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Event description:
Manufacturers reference number (B)(4).

Manufacturer narrative:
On 18th february, 2021 getinge became aware of an issue with hled surgical light. As it was stated, the handle interface ring was broken. According to the photographic evidence, the particle was missing. It was established that when the event occurred, the surgical light did not meet its specification as breakage of the mounting ring could be identified as a technical deficiency. The device which played role in this situation contributed to event. None of the provided information indicates that upon the event occurrence the device was being used for patient treatment. Per the investigation by subject matter experts at the manufacturing site the light head pwd300 is conforming to the standard iec 60601-2-41 and therefore the light head handling cannot be the reason of this breakage in a normal use. An excessive tightening of the 3 screws of the interface assembly cannot lead to such a breakage neither. According to the internal testing the recommended cleaning products involving a chemical reaction and thus the interface weakness is ruled out, which cannot be confirmed with prohibited products. In the course of our investigation, the most likely root cause of the breakage is considered to be a combination of chemical stress and excessive radial force applied on the handle . For that reason, based on satisfactory feedback from the field about a similar part on pwd500 the modification was engaged with the new supplier replacing the row material abs+pc by pa66. In february 2019 mechanical and chemical tests were performed to validate this change. The report mentions the conformity of these parts made in pa66. New parts on pa66 have been launched in production in may 2019 and all interfaces stamped with the date of 2019 or after belong to the latest version. Regarding this case the interface is prior 2019, hence belongs to the previous version (abspc). We believe that the devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.